Manufacturer narrative:
Initial reports provided to permobil claim the end-user having rotated the speed control dial back to disengage the drive motor, but the wheelchair continued to move forward and struck a curb forcing the end-user to fall out of seating to the ground. Initial report indicated the end-user having sustained a fractured hip as a result of the fall. The information received was reported to have been provided to the dealership by an attending therapist. At time of this report, neither the dealership nor permobil have been able to establish contact with the end-user in effort to inspect the device, or to confirm the sequence of events as initially reported. At this time, permobil is unable to determine a possible root cause of the reported event without speculation. Permobil will continue to investigate, and if any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming as the end-user was under power with the smartdrive mx2+ power assist device, they reportedly rotated the speed control dial back to disengage the drive motor, but reports the device continued to move which reportedly forced the wheelchair to impact into a curb. This action reportedly caused the end-user to lose positioning in the wheelchair and fall out of seating, to the ground, where they reportedly sustained injuries requiring medical intervention to address.